Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of aseps0041 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "patient was on home chemotherapy infusion. Parents called clinic stating they noticed leaking at junction of clave cap and port tubing. Blood backing up into line and chemo leaking."